Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible incision infection. Medication was given for a postoperative wound infection. The issue was resolved on (B)(6) 2019.